Event description:
It was reported by the customer that during an oral procedure, the device would not engage. Due to the device not working, the procedure was delayed by a few hours. The procedure was completed later that same day with no consequences to the patient.

Manufacturer narrative:
The reported failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported by the customer that during an oral procedure, the device would not engage. Due to the device not working, the procedure was delayed by a few hours. The procedure was completed later that same day with no consequences to the patient.